Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical: drill (g04) one 3.2mmx30mm rnglc+ acet drl bit item# 31-323230 lot# 66537001 was returned and evaluated. Upon visual inspection the device has fractured at the tip. The tip is bent and twisted. The fractured tip was not returned. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon went to drill the first screw hole, and the drill bit snapped off. The surgeon did not see the event occur, however, the surgeon asked for a new drill bit to complete the case.